Event description:
It was reported that the insulin pump was exposed to fluid/moisture. Troubleshooting was done. Customer's blood glucose at that time was 207mg/dl. Customer stated constant tone occurring on the insulin pump. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. No freezing on count up or constant tone anomalies were noted. However, a corroded motor assembly and corroded electronic assembly were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.